Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
The following was published in international journal of cardiology, 2025 elsevier b.v. "Long-term outcomes of ventricular tachycardia ablation in patients presenting with electrical storm "; joana certo pereira. We conducted a single-center retrospective study including consecutive patients who underwent vt ablation between 2010 and 2024, with vt documentation obtained through cardiac implantable electronic devices, 12-lead electrocardiograms (ECG), or external defibrillator monitoring. An event of death with unknown circumstances was reported.